Manufacturer narrative:
The returned valve was patent, and met all requirements for leak, reflux, pressure-flow, and preimplantation testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was leaking. According to the report there was no injury to the patient.